Event description:
A surgeon reported a clinical study patient had an injury to the anterior capsule during intraocular lens (iol) implant surgery. In a follow up, the surgeon stated that the event was not related to the lens, but was a result of the surgery. The patient outcome is good.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information was requested and received. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).